Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms and when the hcp tried to increase the stimulation, programmer would not allow them to increase it. They were able to increase the stimulation with another programmer. Additional information received from the patient reported that they had contacted the manufacturer to answer some questions but they did not have their programmer with them at the time. Then on 2019-apr-29 additional information was received from the patient. They reported they now had their programmer with them. The patient stated that they can increase to 1.9, but cannot increase it further than that. The patient stated that this was an ongoing issue; the level went from 1.2 being the max to 1.9 now though. Moreover when patient did replace the batteries they got it to work. Patient again reported that recently they couldn't increase any higher than 1.2 as it was vibrating on the left side vagina. They couldn't go up anymore because of uncomfortable stimulation. But then they just went through 4 or 5 nights of being unable to urinate and they changed the program. The patient stated that now they were able to increase stimulation from 1.2 up to 1.9. Patient stated they couldn't feel stimulation. During call patient increased their stimulation to 2.2 where it was able to be felt. They then mentioned that at one point the screen went with a line across the middle of it and they had a nurse tell them to come back in 6 or 7 weeks to have the manufacturer representative (rep) change it but that it wasn't necessary as the nurse fixed it the self. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause their inability to increase the stimulation was that ¿vibration ¿ left side of vagina. I believe the stimulator should be moved¿. No steps had be taken to resolve the issue (¿nothing changed ¿ maybe replacement in june¿). The inability to increase the stimulation issue was not resolved. There were no further complications reported or anticipated.